Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate, the pump battery was depleting quickly, and the pump time was incorrect, cause was unknown. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with an unspecified amount of insulin during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.